Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. Batons are not repairable so the returned device was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the screen went blank twice during intubation. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.